Manufacturer narrative:
The failure investigation has been completed and the alleged power charger-not charging issue was verified while based on the analysis, the alleged fill estimate issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 200-420 mg/dl range.